Event description:
Bronchial fluid sent to cytology was contaminated during processing with fungal elements. Pt results were released: stating "positive for fungus". The next day, another specimen had the same fungal elements, the slides were compared and similarities lead to the conclusion that this was a contaminant. Through the next several weeks, a thorough investigation as to the source of the contaminant was conducted. Eventually it was discovered that a purchased stain product was being delivered to hospital already contaminated.